Event description:
A customer reported that during vitrectomy surgery, the intraocular pressure control was "not functioning accordingly" and a second system had to be used to complete the surgery. The event resulted in a surgical delay of 45 minutes. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and no problem was found. Preventive maintenance was performed. The system was then tested and met product specifications. There was no sample returned for evaluation. Investigation including root case analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).